Event description:
Additional information was received from the patient (pt). Pt reiterated stimulation was "spazzing out" pt reported when he was laying down at night, starting about a week after implant, the pt had electrical shocks in his right leg that were only addressed via turning implantable neurostimulator (ins) off. The caller states the pt has kept the stimulator off for about a month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller and patient (pt) reported that since about a week after implant, pt woke up in the middle of the night "spazzing out", that pt felt electric shock in his leg. Technical serivces(ts) reviewed that stimulation is possibly set too high. Ts recommend seeing healthcare provider (hcp) to get further programming. Caller also mentioned that pt couldn't connect to go into MRI mode in october. Technical services(ts) couldn't assist caller with MRI mode today since the communicator wasn't charged. Ts gave instructions how to reset the communicator and how to go into MRI mode, once the communicator is charged.